Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ syringe with bd precisionglide¿ needle had white residue on it. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd luer-lok¿ syringe with bd precisionglide¿ needle had white residue on it. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: three photos and one loose 10ml assembled syringe with needle was received and reported to be from batch #8131751 (p/n 309644). The sample was visually evaluated. The needle cannula was found to have a piece of white foreign matter on exterior. The foreign matter appears to be the same epoxy used in the needle assembly process. The foreign matter is level three in size, which is rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the needle assembly process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.